Manufacturer narrative:
(B)(4). Implant date: 2005. Concomitant medical devices: item #: unknown, unknown head lot #: unknown; item #: unknown, unknown stem lot #: unknown; item #: unknown, unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs identified the following : right total hip arthroplasty with polyethylene wear of the acetabular cup. No other findings related to the event were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial total right hip arthroplasty and was revised approximately fifteen years later due to unequal limb length and poly wear. Attempts have been made and no further information has been provided.